Manufacturer narrative:
Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting a zfr00v lens into a right eye, the patient had kept complaining about poor vision and photic phenomena. Doctor then explanted the iol and replaced with iol model ICU. Exact explant date is unknown, but in (B)(6) 2023. No further information available.